Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the calcified proximal left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the inflation at 12 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications and the patient was stable.